Manufacturer narrative:
The distributor reported the AED is displaying a service code warning for 'replace battery now', but the battery expires in january 2026. The maintenance schedule is not reported. Review of the log history file revealed the following: the unit entered service in (B)(6)2020. In (B)(6)2023, the device software was upgraded. In (B)(6)2024 the AED was displaying a service code warning for 'speaker test current' which may be an early warning of a low battery; four days later the service code warning was cleared with a manual self-test and a battery low warning was displayed. A new battery pack was installed. Three days later the device histoy file was downloaded using the original battery pack. The distributor was advised to remove the depleted battery pack from service and return it to the manufacturer for further analysis. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported the AED is displaying a service code warning for 'replace battery now', but the battery expires in january 2026. The reported event did not occur during patient use.